Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. Patient information has been requested, but not yet received.

Event description:
It was reported to philips that the device did not deliver attempted shocks to a patient consistently. The patient involved was reported to have experienced a delay in the delivery of shock treatment. Per customer the unit was being used to shock a patient. It shocked twice. The end user tried to shock two more times and the unit did not shock. The end user then tried two more times and the unit did shock the patient. Customer did not know the patient outcome.